Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a short battery life issue with multiple batteries. The reporter noted that there was moisture/corrosion in the battery compartment but denied any damage to the battery cap or battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/22/2017 with the following findings: a review of the pump black box data showed partially discharged batteries were installed into the pump. Additionally, low battery warnings and replace battery alarms were observed in the pump¿s history. The battery compartment and the returned battery cap were undamaged and the cap was able to secure to the pump. The pump was able to power up with the test battery cap. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. During visual inspection of the pump, it was observed that the battery compartment was cracked in three places and there was corrosion in the compartment. The pump¿s power flex and components were inspected with no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.